Event description:
It was reported that the patient had the device removed the same year it was implanted in 2009. This was because she was having serious issues with nerves in her back. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v323631, implanted: (B)(6) 2009, product type: lead. Product ID 3889-28, lot# v312713, implanted: (B)(6) 2009, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the healthcare provider clarified the issues with the nerves as a chronic pain issue. The patient had a chronic low back disease which caused both chronic and acute low back pain. This was not believed to be device related and there were no device issues. Both the implantable neurostimulator and leads were removed.